Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The catheter used during this procedure was not returned for evaluation since there was no report of catheter or laser system malfunction, just an anticipated procedural complication of thrombus. The customer's reported complaint of a patient developing a thrombus during the procedure cannot be confirmed, given the nature of this serious adverse event. There was no report of a catheter or laser system malfunction. Thrombus is cautioned in the instructions for use as a potential procedural complication. The end user did not report the catheter's lot/serial number, so a ship history report (shr) was performed. The DHR review of the catheter s/n from the shr confirmed that the catheter met all material, assembly, and performance specifications; e.g., no manufacturing non-conformance reports were issued. Labeling review: instructions for use (ifu0110 / ifu0120) are provided with the catheter device and contain the following statements: warnings - pay careful attention while using the catheter, avoid excessive force, and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. - proximal vessel diameter must be [?]150% of the outer diameter of the auryon catheter. - always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Potential complications as with the use of similar therapies, the following potential complications may occur with the use of this catheter, accessories, and adjunctive therapies (e.g., balloon, stent, etc.). These complications may include but are not limited to: procedural complications: · perforation auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of continuous lasing at the same location. If you experience any difficulty advancing the auryon catheter, immediately start a 10-seconds self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, stop the self-count-down and resume it if additional difficulty advancing the auryon catheter is experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, release the footswitch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming the 10-second self-count-down. C) if the auryon catheter still cannot be advanced with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the 10-second self-count-down. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference pr(B)(4).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
Lle arteriogram performed, demonstrating focal lesion in l cfa, with extremely sluggish flow downstream, but all tibials appear open. Contralateral 6fr x45cm cook flexor sheath inserted, wire exchanged for .014 x 300cm v-14. Ivus performed. Auryon 1.7 inserted, 2 passes (50mj x 23.8 sec, 60mj x 13.1 sec) in cfa. Pta performed at site 8x60 brosmed. No arteriogram performed post laser/pre pta. Post pta arteriogram demonstrates thrombus in proximal sfa. 6x100 cordis smartstent deployed prox sfa. Follow up arteriogram demonstrated thrombus distal at tibial trifurcation. 2x200 pta performed in peroneal art. Follow up arteriogram demonstrated occluded mid at art, with thrombus present in l pt. Angiojet thrombectomy performed with resolution in pt art. Wire then maneuvered into at art, auryon 1.7 inserted in l at, 1 pass (50mj x 28.1 sec) followed by 2.0x200 pta. Residual thrombus present, angiojet thrombectomy performed. Subsequent arteriogram demonstrated widely patent at with re-occluded pt at ostium. Wire maneuvered into pt, attempted to insert auryon 2.0, but sheath prolapsed into aorta. Auryon 2.0 removed, sheath re-inserted to contralateral le, wire re-maneuvered to pt, auryon 2.0 successfully deployed to pt and successful laser atherectomy/thrombectomy performed (1 pass 50mj x 47.9 sec). Post procedural doppler u/s reveals audible pulses in foot. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident.